Event description:
During a vaginal hysterectomy procedure, the surgeon noticed the device jaws began to be misaligned, and the vessels that were sealed were not to the surgeon's satisfaction. Surgeon used sutures to effect a seal as a precaution to prevent bleeding. No patient harm reported.